Manufacturer narrative:
The head section was not returned for further investigation and is still in use by the customer. It was communicated to the customer that the product not be used until root cause could be confirmed but the customer has decided to continue to use the head section.

Event description:
It was reported by customer that a patient allegedly cut a finger when the product was actuated by error. Through further communication, it was found that the nurse allegedly cut his finger.

Manufacturer narrative:
It was reported by customer that a patient allegedly cut a finger when the product was actuated by error. Through further communication, it was found that the nurse allegedly cut his finger. The head section is scheduled to be returned to stryker for further investigation. Once the investigation is complete, a supplemental will be filed.

Event description:
It was reported by customer that a patient allegedly cut a finger when the product was actuated by error. Through further communication, it was found that the nurse allegedly cut his finger.